Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the display screen is flashing. The blood glucose was 180 mg/dl at the time of the incident. The current blood glucose was 272 mg/dl. Customer also reported the high blood glucose and under delivery. Customer declined troubleshooting of the high blood glucose. Customer treated high blood glucose with insulin pump. Customer advised to replace and discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump powered up properly after battery installation. No grey, fuzzy, wavy display noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was monitored for a day and no grey display, wavy display, or display anomaly occurred. Pump received with scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.